Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 03/26/2024, it was reported that the patient said that he checked his egv on the app and it was 120 mg/dl, so he took insulin. An unspecified time later, he didn't feel right and his spouse said he passed out. The egv at that moment was not documented. It was not documented whether a bg was checked. They were reportedly unable to determine the duration of time the patient was unconscious. The spouse provided carbohydrates and an unspecified time after that, the patient said he got back up started to feel ok. The spouse called an ambulance and when they came, his bg meter test showed 63 mg/dl and the egv was still 120 mg/dl. The patient declined further evaluation at the ed. At the time of the report 2 days after the episode, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.